Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s personal therapy manager (ptm) was ¿stuck a minute ago,¿ the ptm screen was frozen, and it would not shut off. The patient saw a screen with a bell on it she had never seen before. The patient stated she saw the bell on normal therapy screen with refill date of (B)(6) 2014. The patient contacted her infusion nurse who stated according to the patient¿s logs the patient¿s pump medication would last for eight more days after (B)(6) 2014. The patient removed the batteries and placed them back in and the ptm started functioning as it should. The frozen screen had reset itself. The patient stated this all happened on the day of the report. No symptoms were reported. The patient later reported that she resolved the issue by herself, received assistance from her physician or representative, and did not have concerns with her device or therapy. The patient did not have an appointment with physician and reportedly had no issues with her pump or ptm. It was unknown what medication this device system delivered at the time of the event. Further follow-up was conducted to clarify event details of the passed refill date, ptm observation, and the medication this device system delivered. If additional information is received, a follow-up report will be sent.